Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation. Premature battery depletion was confirmed by analysis. The device was returned in one piece for analysis. A longevity calculation was performed and found the battery depletion was premature. Battery analysis found the cause of the premature depletion to be due to silver contamination.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The ICD was explanted and replaced. Patient condition was stable.